Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device was broken/damaged. Cracked bezel and software issue. There was no patient involvement.

Event description:
It was reported that the device was broken/damaged. Cracked bezel and software issue. There was no patient involvement.

Manufacturer narrative:
H9 continuation: z-0950-2017. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician replaced door assembly with keypad, air-in-line assembly, bezel assembly, dim segment u1,u2, u4 on display board, membrane frame and left/right iui(inter-unit-interface). Lvp(large volume pump) bezel post recall action completed. Based on the findings, service determined that the reported issue was due to keypad wear. Device history record: a review of the device history record showed the device had a manufacture date of 12nov2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.